Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that patient is having infusion sets falling off her. She feels they are defective. She does not have a lot of highs normally but all of sudden she was seeing really high numbers. She threw out a bottle of insulin, changed the site and redid it to another site. Today she had the same issue. The customer reported that she did not notice the infusion set had come off them, thus, making her go high. The customer reported that their blood glucose at original incident was in the range of 200 to 400mg/dl. The insulin pump will not be returned for analysis.